Manufacturer narrative:
The patient line tubing, main line tubing, drain bag and stopcock were returned unopened. Approximately 80.5 cm of the catheter was returned. The catheter was patent and met the requirements for leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. Proteinaceous debris was noted on the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2015 due to csf. According to the report the doctor found the device to be draining poorly. The report stated the doctor used a new device to complete the surgery. Reportedly, there was no injury to the patient and the patient's current status is normal.